Event description:
A peritoneal dialysis patient has reported dialysis solution leaking out of the cassette and into the cycler. There is no report of patient ill effect. There is no sample available for evaluation.